Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed and the drive support cap was loose. No further information was provided.

Manufacturer narrative:
Unable to prime during the prime test and insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery tests due to the motor error alarm. The motor was tested outside of the device and passed. Cracks to the case, reservoir tube lip, reservoir tube and a scratched lcd window also noted.